Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The target lesion is located in the right coronary artery. A 10 mm x 4.00 mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon the fifth inflation, it was noted that the balloon ruptured at 12 atm for approximately 10 to 20 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.